Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) filed the initial MDR (2432235-2016-00222) on april 29, 2016. May 24, 2016, additional information: siemens' investigation confirmed that the reagent that was being replaced on the advia 2120i with dual aspirate autosampler instrument was the cyanide-free cbc timepac and determined that the cause of the customer being splashed in the mouth by drops of one of the reagents contained within the cyanide free cbc timepac was due to the way the customer was placing the reagent probe back into the cyanide-free cbc timepac. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the customer being splashed in the mouth while changing the cbc (complete blood count) timepac on the advia 2120i with dual aspirate autosampler instrument.

Event description:
When the customer was changing the cbc (complete blood count) timepac reagent on the advia 2120i with dual aspirate autosampler instrument, their mouth was splattered with reagent from the probe in the tank. The customer washed their mouth out with water. No further medical intervention was received. It is unknown if the customer was wearing personal protective equipment (ppe) when changing the cbc timepac. There are no known reports of adverse health consequences due to the customer being splashed in the mouth while changing the cbc timepac reagent on the advia 2120i with dual aspirate autosampler instrument.